Event description:
A caller reported that the insulin gauge on their pump was displaying a different amount than expected, indicating a discrepancy between the displayed and anticipated fill estimates. There was no adverse impact to the customer's blood glucose level. After attempting troubleshooting steps, including disconnecting the site and delivering a bolus, the customer worked with technical support to load a replacement cartridge. However, the issue persisted, and a pump replacement was deemed necessary. The customer agreed to return the faulty pump for a replacement and was informed about steps to transfer settings to the new pump. They also opted for a delivery requiring a signature and were provided instructions for returning the defective pump. Customer will continue to use current pump.